Manufacturer narrative:
Citation: belov et al. Left atrial appendage aneurysm: a case report. World j clin cases 2020 october 6; 8(19): 4443-4449. Doi: 10.1 2998/wjcc.v8.i19.4443. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a left atrial appendage aneurysm who underwent successful implant of a medtronic profile 3d annuloplasty ring (unique device identifier numbers not provided) in the mitral valve position. The patient had an uneventful postoperative clinical course and was discharged from the hospital 10 days post-operative. Two months after hospital discharge atrial flutter reappeared which required surgical intervention with radiofrequency catheter ablation of the cavotricuspid isthmus. Three months after hospital discharge transthoracic echocardiography showed evidence of mild mitral regurgitation with an insignificant mitral regurgitant volume. No additional adverse patient effects or product performance issues were reported.